Manufacturer narrative:
No patient information was provided by the distributor. Age and weight were best estimated. No remedial action initiated. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Per CAPA (B)(4) driven by an audit, performed by the parent company johnson & johnson, it was evaluated that the complaint/incident on hand needs to be reported retrospectively.

Event description:
The surgery was performed on a patient with spinal canal stenosis l4/5. It was planned to perform a spondylosis with a tlif cage. After a midline approach, decompression, discectomy and sizing, the tlif cage was inserted according to the surgical technique. The tlif cage could not be released from the tlif implant inserter sh connection, resulting in an extraction of implant and inserter. The implantation of the tlif cage was cancelled and a competitor system was implanted instead.